Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that twelve pen ndl 32ga 4mm 100 bx 1200 ca experienced an inability to deliver insulin/medication during use. The customer provided the following information: material no. 320144, batch no. 8149864. It was reported that pen needles bent before use, needles bending during use, and insulin flow stops mid way through injection. Reported bleeding from having to use another pen needle to complete injection. Verbatim: consumer reported finding pen needles bent before use, pen needles bending during use, insulin flow stopping mid-way during injection and having to replace to continue the dosage. Stated getting bleeding from having to inject herself twice because first pen needle didn't work. Did not see a doctor for the bleeding. Rotates injection sites. Lot: 8149864, expiration date: 2023-05, item: 320144. Occurrence date unknown. Stated 12 pen needles affected.

Event description:
It was reported that twelve pen ndl 32ga 4mm 100 bx 1200 ca experienced an inability to deliver insulin/medication during use. The customer provided the following information: material no. 320144; batch no. 8149864. It was reported that pen needles bent before use, needles bending during use, and insulin flow stops mid way through injection. Reported bleeding from having to use another pen needle to complete injection. Consumer reported finding pen needles bent before use, pen needles bending during use, insulin flow stopping mid-way during injection and having to replace to continue the dosage. Stated getting bleeding from having to inject herself twice because first pen needle didn't work. Did not see a doctor for the bleeding. Rotates injection sites. Lot: 8149864, expiration date: 2023-05, item: 320144. Occurrence date unknown. Stated 12 pen needles affected.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Investigation summary: customer returned (15) open 4mm, 32g pen needles without the tear drop label. Customer states that the pen needles bent before use, pen needles bending during use, insulin flow stopping mid-way during injection, and there is bleeding. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could cause insulin to no flow through the cannula. All samples were also tested for point geometry, lube, and cannula od. Eight out of 15 samples exhibited a hooked cannula point. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula and hooked cannula point). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root causes: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that twelve pen ndl 32ga 4mm 100 bx 1200 ca experienced an inability to deliver insulin/medication during use. The customer provided the following information: material no. 320144 batch no. 8149864. It was reported that pen needles bent before use, needles bending during use, and insulin flow stops mid way through injection. Reported bleeding from having to use another pen needle to complete injection. Consumer reported finding pen needles bent before use, pen needles bending during use, insulin flow stopping mid-way during injection and having to replace to continue the dosage. Stated getting bleeding from having to inject herself twice because first pen needle didn't work. Did not see a doctor for the bleeding. Rotates injection sites. Lot: 8149864, expiration date: 2023-05, item: 320144. Occurrence date unknown. Stated 12 pen needles affected.